Event description:
The user facility reported that following a procedure, when there was no patient in the room, a popping sound was heard from the subject device. Glass from the bulb reportedly fell onto the floor of the room. There was no patient or user harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The subject device was received with broken glass from the xenon lamp and filter inside the unit, however the damaged xenon lamp was not returned. The unit was returned with a new xenon lamp, and the new xenon lamp installed was noted with thermal grease very close to the surface of the lens. There was residue from the thermal grease found on the heat sinks. Additionally, the shield case was damaged. The reported phenomenon appears to be due to improper installation of the xenon lamp. The clv-180 instruction manual states: caution: do not touch the glass surface of the lamp, filter or reflector. Natural skin moisture from your fingers can cause cracks and damage the light source. This report is being submitted as a medical device report in an abundance of caution.